Event description:
It was reported that the patient was admitted to uc unit due to chest pain and suspicion of implantable cardioverter defibrillator (ICD) shock delivery. The right ventricular lead had high/unstable thresholds and the patient experienced chest pain during threshold testing. The lead was explanted and replaced. The patient is enrolled in the system longevity study (sls). No further patient complications have been reported as a result of this event.

Event description:
It was further reported that lead noise was noted. Perrforation/microperforation was suspected; echocardiogram was performed and excluded perforation. Subsequent conversations with the patient and family indicated the patient had been testing their endurance swimming and this is believed to have caused the chest pain. The patient is a participant in the product surveillance registry (psr).

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).